Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade ii.

Event description:
Physician reported rupture and left side capsular contracture, baker grade ii. The device remains implanted.